Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿txrx error¿ occurred on the rotaflow console during patient use and the flow could not be displayed due the error message. The device was replaced with another device without consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use a report is required. The patient data was not shared by customer. The affected rotaflow console with s/n(B)(6) was investigated by a getinge field service technician and the reported failures could be confirmed. The mcp00702707#flow measure board for rfc (article number 701011681) has been replaced. After the replacement the device is working as intended and is back in clinicial use. A similar complaint was investigated for the reported failure "txrx error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. Based on the investigation results the reported failure "txrx error" could be confirmed. A device history record (DHR) review was performed on 2024-03-20. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The rotaflow console was produced in 2023-09-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market on a significantly similar device to "rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, "rotaflow" with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the error message ¿txrx error¿ occurred on the rotaflow console during patient use and the flow could not be displayed due the error message. The device was replaced with another device without consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use a report is required. Complaint ID: (B)(4).